Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping without an alarm. The beeping would only stop when the battery was removed. When she put the battery back into the insulin pump, the device would count up to 3 and freeze and not come on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock j2 lcd keypad connector noted. No audio beep anomaly or frozen screen at 3 noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.